Event description:
T was reported that a patient underwent a right ureteral metal stent placement. The guidewire was used to guide the catheter placement. During the procedure, it was found that the coating of the guidewire peeled off. The use was stopped, causing no impact on the patient. The procedure was completed with the original device and no patient complications were reported.

Manufacturer narrative:
Block h6: imdrf device code a24 captures the reportable investigation results of sleeve detachment of device or device component. Block h11: upon receipt at our quality assurance laboratory, this sensor wire guidewire underwent a thorough analysis. The device was visually examined, and the reported observation could be confirmed. It was observed that the guidewire coating was peeled off in different sections and the sleeve did not return, showing evidence of sleeve detachment. It is related to the handling and manipulation of the device during procedure, also an excess of force applied to the device such as operational factors during their use could have cause these issues. All necessary inspection was performed to ensure the integrity of the device for its used. Based on the information available and investigation results, a conclusion code of adverse event related to procedure was assigned to this investigation.